Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08710 inches. Device uploaded properly using carelink. Device was received with the new style all black retainer still attached to the pump case. No damaged, detached or missing retainer noted. Device had scratched display window cover, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date, with blood glucose of over 800 mg/dl. Customer declined troubleshooting for high blood glucose. Customer also reported that the retainer ring was broken. Customer reported that there was physical damage to the insulin pump's retainer ring and the reservoir was not able to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.